Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tonsillectomy, the patient received a couple inappropriate shocks. Despite the placement of a magnet directly over the device, a shock was delivered when cautery was used. The magnet was replaced, but another shock was still delivered. The therapies were programmed off. The clinic will manually disable therapy for the patient during procedures going forward. The patient was fine.